Event description:
International affiliate reports that revision surgery was performed because the construct was not stable and six expedium single inner setscrews had become loose. The surgeon indicated that the prosthesis failed. The looseness has been attributed to the set screws and the following mfg. Medwatch reports are being filed for the six expedium single inner set screws that were involved in this event. 1526459-2014-11867, 1526439-2014-11868, 1526439-2014-11869, 1526439-2014-11870, 1526439-2014-11871, 1526439-2014-11872.

Manufacturer narrative:
Visual inspection of the six set screws revealed that 5 out of the 6 showed signs of contact striations. The striations are not consistent between the set screws suggesting that different levels of torque were applied to the set screws. 1 setscrew (lot: anlbk3) showed no signs of contact striations. It was also noted that there was no apparent damage to the threads of the 6 set screws. Review of the provided x-rays was conducted. It appeared that the set screw at l4 had loosened. No definitive conclusion could be drawn. A review of the DHR for the set screws identified no issues during the manufacturing and release of these products that could have contributed to the problem reported by the customer. The products were released accomplishing all quality requirements. Please see device history record section of the attached product complaint investigation document for full details. A 12 month review of the complaint trend analysis for the single inner setscrews was conducted on the product family because of a similar geometric design and functionality. The review found no emerging trends. The root cause cannot be positively determined based on the provided information or returned complaint samples. However, based on the varying levels of observed striations on the set screws, it is likely that the set screws were not tightened with a uniform level of torque, resulting in loosening during construct loading. No corrective or preventative action is required as there has been no issue identified in the manufacturing or release of the devices and there has been no observed systemic trend. Therefore, the complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.